Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2009 with blood glucose of 808 mg/dl. Customer had symptom of dragging feeling. Customer was hospitalized due to high blood glucose. Customer was hospitalized and was treated with insulin drip and IV fluids. Customer was wearing insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was 179 mg/dl.